Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing. In addition, the patient was also having increased seizures which required hospitalization. The patient later had vns generator and lead replacement surgery performed due to a lead fracture. The explanted generator and lead have been returned and are currently in product analysis. Attempts for further information are in progress.

Event description:
Product analysis was completed on the returned vns generator and lead. No anomalies were noted during the generator analysis and the generator performed per specifications. During the lead analysis, the slice mark / tear found on the outer silicone tubing most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead assembly is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. The lead pin setscrew marks likely occurred at implant as result of reinsertion, as vns diagnostics were normal on (B)(6) 2010. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned.

Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated the patient's seizures were greater than pre-vns baseline level, and this was attributed to the vns lead fracture. The seizures have improved since the vns was replaced. Clobazam medication is also being considered as an intervention for the seizures. The patient has mostly mixed seizures that are generalized in nature. After vns, the seizures were decreased but were more intense per the parent's report. The patient had no known trauma. X-rays were not provided.